Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the device is not working properly. The patient alleges nodules on lungs. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw (B)(4) and that serious injury has occurred. After reassessment evaluation, it should be filed as product problem only. Hence, this section: date returned to mfg, adverse event/product problem, type of reported complaint, health impact grid, remedial action init (h7) and recall (z) number (h8) have been updated.

Manufacturer narrative:
Additional information was received on aug 12, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged nodules on lung. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated using a known good power supply and power cord, pil powered on the device and initiated therapy verifying airflow. During the investigation, pil observed an unknown dust like contamination on the front panel, rear panel, bottom enclosure, blower motor, blower motor seal, blower box, and the inlet of the blower box. Pil observed hairlike fibers on the bottom enclosure, and the blower motor. Evidence of liquid ingress was observed on the blower motor and the blower box. A keratin-like substance was observed on the blower box outlet and seal. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. Pil was not able to confirm the complaints and was not able to address the symptoms specified. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.